Event description:
Spontaneous call from patient to report: high pressure alarm going off in both her pumps. She stated that she had just made a new mill tonight and she noticed that the pump - 400494, due (B)(6) 2021 worked fine initially but then alarmed after about 3 or 4 pumps. She did not find any kinks in her line or in the tubing. She changes the batteries in her pumps every monday. She switched to the other pump and the same thing happened. Advised her to try using brand new tubing. When she changed the tubing, the same thing occurred with the second pump she tried using pump - 428039, due (B)(6) 2022, after she changed the tubing. Author remained on the phone while she tried the same tubing with the other pump again. This time, after 4 pumps, the infusion continued without any alarms. She is going to be receiving a new pump tomorrow to replace pump due for maintenance (B)(6) 2021. Advised her this appears to be a tubing malfunction issue only. Is the actual device available for investigation? Yes; did we replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Tubing malfunction issue. Not a pump malfunction. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.